Event description:
A us distributor contacted zoll to report that a patient experienced a treatment event. Review of the event indicates that the patient received four treatment shocks. The response buttons were not pressed during the entire event. The patient's rhythm at the time of the treatments was unk. The patient was admitted to the hosp, and the patient continued use. The patient reported to be in church clapping her hands at the time of the event. The patient reported being unable to hear the alarms when the lifevest treated her.

Manufacturer narrative:
There was no death associated with the defibrillation. Device evaluation of electrode belt (B)(4) was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any belt malfunction related to the defibrillation event. Device evaluation summary: device evaluation of monitor sn (B)(4) confirmed that the device declared a treatable arrhythmia and subsequently delivered four treatment defibrillation. The associated ec strips of the treatment event could not be recovered due to an sd fault. As such, the exact rhythm at the time of the event cannot be confirmed. Since we cannot definitively confirm that the treatment was appropriate, we are reporting this event out of an abundance of caution. The sd card fault did not preclude the device's ability to detect an arrhythmia and deliver a treatment defibrillation. Root cause investigation into the sd card fault is underway. Device MFR date(s) and usage of device: monitor (B)(4) - 03/2013-reuse, electrode belt (B)(4) - 11/2013-reuse. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.